Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. A manufacturing record evaluation was performed for the finished device lot/batch number, x96h58, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sleeve gastrectomy procedure the battery of the device stops working after two and a half fires. Surgeon instructed by representative to remove battery, rotate 180 degrees and reinsert. Surgeon performed steps and power was regained. Surgeon return the knife blade using the home button. Remove stapler. Completed subsequent firings with second stapler. The procedure was delayed by fifteen minutes. There were fragments generated and were removed easily without additional intervention.